Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. As result, the device was explanted. The patient did not experienced symptoms as result of the safety mode status. No additional adverse patient effects were reported.

Manufacturer narrative:
The pacemaker was returned for analysis. A supplemental report will be issued once analysis is completed.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. As result, the device was explanted. The patient did not experienced symptoms as result of the safety mode status. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. As result, the device was explanted. The patient did not experienced symptoms as result of the safety mode status. The pacemaker was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinically reported safety mode message was observed. Memory review and testing confirmed that the device experienced 3 power on resets which resulted in the observed mode. Battery voltage and measured current drains were normal. The device case was removed for the investigation. Destructive analysis found battery shorting associated with torn tube insulation that was likely caused by sharp notch corners on the tab portion of the cathode collector. A design improvement was implemented in (B)(6) 2018 to resolve the issue.